Event description:
During the surgical procedure, it was found that the lv and the ra lead were pulled back all the way into the pocket. The rv was found disconnected from the ICD. All three leads were explanted and replaced.

Event description:
It was reported that the sensing threshold had decreased. X-ray revealed that the lead was lying near the tricuspid valve. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.